Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the right cylinder migrated into the tissue, the physician suspected an incorrect sizing of the original device caused a malposition that resulted in the migration. The cylinders were removed and replaced with new ones. There were no patient complications reported.

Manufacturer narrative:
The lot numbers unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.